Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, hydrocodone, lorazepam (ativan) and paracetamol (tylenol). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("neurological conditions or problems type: mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgical removal of coils, ( supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, migraine, headache, anxiety and dysmenorrhoea outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, weight increased and abdominal distension had resolved and the mood swings and depression was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and medical record received: reporter¿s information, patient demography, lab data, concomitant drugs were added. Event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, neurological conditions or problems type: mood swings, anxiety, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, gastrointestinal or digestive system condition type: bloating, and abdomen pain were added. Severity of event pelvic pain and abdomen pain was updated as severe. Outcome of event weight gain, bloating, cramping, abnormal bleeding, painful sexual intercourse was updated as recovered/resolved and depression and mood swings updated as recovering/resolving. Case is now incident. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 12515308,787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included amitriptyline, hydrocodone, lorazepam (ativan) and paracetamol (tylenol). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On(B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("neurological conditions or problems type: mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgical removal of coils, ( supracervical hysterectomy (uterus onlyright salphingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, migraine, headache, anxiety and dysmenorrhoea outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, weight increased and abdominal distension had resolved and the mood swings and depression was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Insertion per mr-(B)(6) 2012. As per mr-the second device was then used to pass through the left ostium. Again, resistance was met. Despite several manipulations with scope angles and preparation, I was unable to pass the tip through the ostium, therefore, the decision was made to stop the procedure. All instruments were then removed from tile vagina. The patient tolerated the procedure well. Findings were discussed with her today is willing to give it a try in a few weeks. She received her last depo-provera 2 weeks ago patient can be reached at to reschedule the left sided essure placement. The essure device was threaded through the left ostium easily without any resistance this time, 0 coils were noted beyond the ostium al the end of placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Lot number: 12515308, manufacturing date: 2012-01, expiration date: 2014-07. Lot number: 787231, manufacturing date: 2010-10, expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 12515308,787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included amitriptyline, hydrocodone, lorazepam (ativan) and paracetamol (tylenol). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("neurological conditions or problems type: mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgical removal of coils, ( supracervical hysterectomy (uterus onlyright salphingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, migraine, headache, anxiety and dysmenorrhoea outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, weight increased and abdominal distension had resolved and the mood swings and depression was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Insertion per mr- (B)(6) 2012 as per mr-the second device was then used to pass through the left ostium. Again, resistance was met. Despite several manipulations with scope angles and preparation, I was unable to pass the tip through the ostium, therefore, the decision was made to stop the procedure. All instruments were then removed from tile vagina. The patient tolerated the procedure well. Findings were discussed with her today is willing to give it a try in a few weeks. She received her last depo-provera 2 weeks ago patient can be reached at to reschedule the left sided essure placement. The essure device was threaded through the left ostium easily without any resistance this time, 0 coils were noted beyond the ostium al the end of placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: lot number & reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.